Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer indicated that their blood glucose was high but the reading was unknown at the time of incident. Troubleshooting could not be done due to the customer not having the pump with them. Customer will call back. No further details provided.